Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.

Event description:
It was reported that the patient acquired an infection. A medical assessment from the physician regarding the nature of the infection was not available. The device was removed and there have been no reports of further complications regarding this event.